Event description:
Reportedly there was a drift of the sub-scale, techincal service report, complaint code: repair and replace, failure code: 21sy, action taken: scales new calibrated / ID root cause: machine/tool deviation.

Manufacturer narrative:
Substitution scale system (use this for calibration errors)